Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, dwell 3 of 4. The home patient (hp) stated that she forgot to close the unused supply line. The baxter technical service representative (tsr) had the hp power cycle the hc. The hc proceeded to press go to start. The tsr instructed hp to inform registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp confirmed that the unused supply line was not clamped closed. Per hp, there were no loose connections, disconnections or defects on the other supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint. The reported problem was confirmed. The assignable cause was related to use error - open clamp.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.